Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that during the surgery, a new lead was placed but the original ins was left in place. However, after the new lead came out of the header of the original battery, the battery was also replaced. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the high impedance and patient feeling stim in their back was that the lead was not in the head of the battery correctly; it was not in there tightly with the screw and the lead came out of the header of the battery. It was stated that the patient was taken back into the operating room and the battery was replaced. Additional information was received from a manufacturer representative on 2019-feb-19. It was reported that the battery was replaced on the same day, (B)(6) 2019-. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the health care professional replaced the lead and the rep confirmed that inter-operative impedances were good and the patient had bellows and toe movement. It was stated that the patient post-op could not feel stimulation and all impedances except c1,c2, and c3 were greater than 4000 and c1, c2, c3 were around 2000 ohms. It was also mentioned that the patient felt stimulation in the back and the event was considered sudden. There were no further symptoms or complications reported or anticipated.